Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A coil plunger, coil introducer, retaining clip and a coil were returned for this complaint; however, the package of the device was not returned. The coil returned loaded within the coil introducer and secured by the retaining clip. The entire device was inspected and no anomalies were noted.

Event description:
It was reported that a device package was damaged and contaminated. A 3mm x 40mm (1) 2d helical 35 was selected for use. Upon unpacking, it was noted that the delivery shaft of the device became exposed out of the package and was contaminated. Furthermore, the seal was observed to be damaged. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.

Event description:
It was reported that a device package was damaged and contaminated. A 3mm x 40mm (1) 2d helical 35 was selected for use. Upon unpacking, it was noted that the delivery shaft of the device became exposed out of the package and was contaminated. Furthermore, the seal was observed to be damaged. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.